Event description:
Pt arrived to unit with a 3.0 bivoana cuffless trach. Pt showed significant leak on ventilator and decision made to swap trach for a cuffed one. Prior to changing trach balloon assessed for proper inflation. Trach cuff did not inflate on two 3.0 bivoana trachs. A different lot number of trach was assessed that showed unilateral inflation of balloon. Pt ended up being upsized to a 3.5 bivoana trach that properly inflated. FDA safety report ID# (B)(4).